Event description:
The customer reported that the unit failed to recognize the battery in bay "b". The unit failed to stay powered up when the unit was on battery power from the "b" bay.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to recognize the battery in bay "b". The unit failed to stay powered up when the unit was on battery power from the "b" bay. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.